Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA). Olympus medical systems corp. (Omsc) determined that the device was not the cause of the reported event, because the result of the culture test conducted after reprocessing by the user facility was positive, but the result of the culture test after reprocessing by olympus europa se & co. Kg was negative. The exact cause of the reported event could not be conclusively determined, however the reported event may have been caused by the following: the user facility did not reprocess the device according to the instruction manual, resulting in insufficient cleaning and bacteria remaining on the device. Bacteria were detected due to contamination of the sample during sample collection for the culture test at the user facility. Since the instruction manual states the reprocessing method, observing this will prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument channels of the device. The testing result cleared the german guideline. (B)(4) inspected the device and confirmed the following: two light guide lenses were scratched. The distal end was damaged. According to (B)(4), the reported event may have been caused by user's insufficient reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing after cleaning by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Bacillus (4800 cfu/100ml). Second time; (B)(6) 2021. Bacillus (4200 cfu/100ml). Bacillus spp are gram-positive environmental bacteria that very rarely cause infection. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.